Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. It was reported that the device was deployed in the sheath. The length of sheath used was too long for the stent graft delivery system. The sheath was peeled away and removed from the pt. During the removal of the sheath the stent graft was deployed slightly lower than intended. It was reported there was not adequate space to place an aortic cuff. Final angiogram demonstrated there were no endoleaks. No clinical sequelae were reported, and the pt is reported to be fine.